Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 7 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 39 ventricular sic since the last session 5 days ago.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead and it was confirmed that the rv lead fractured by the suture sleeve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.